Event description:
It was reported that the first intraocular lens (iol) was preloaded incorrectly. That resistance was noticed while inserting the lens with pre-loaded injector into the patient¿s right eye, the haptic was completely broken off and the optic was damaged. The lens was explanted, came out broken in 3 pieces and a second iol with the same model and diopter was inserted during the same procedure without using the preloaded injector. No additional surgical interventions were required. The patient is doing well post-op and no injury was reported. It was noted that the lens was discarded after it was explanted. No further information was provided.

Manufacturer narrative:
Ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.